Event description:
Regarding alcon dailies total 1 contact lenses - lot # a5003033; exp . Date 2017/06; b2123152; prescription -1.00 curve 8.5. Several instances of two lenses in one package - the lenses are stuck together and not visually detectable. Obviously discerned a problem as a result of blurred vision - could not tell there were two lenses until I accidentally dropped the lens and they then separated.